Manufacturer narrative:
Omnigraft dermal (dfu25251) was not returned for evaluation. Device history record (DHR) review - no anomalies found. The label for lot 5329553 is applicable to the product packaging, while the label for lot 4742283 is applicable to the omnigraft device. Omnigraft expiration date is 36 months from the month of packaging (the first day the material was packaged into the primary packaging) which for this lot was 11jun2020. It is confirmed that the lowest expiration date was used from the component items to obtain the overall device lot number: 30jun2023. Use of the earliest expiration date is a conservative approach taken to ensure the entire contents do not get used past the earliest expiration date of any of the finished good¿s components. The product was within its expiry at the time of patient contact on 10nov2021. Failure analysis - the investigation confirms that there is no basis to the complaint. The presence of the labels was appropriate and that the expiration dates and lot numbers were correct. Root cause - the complaint was predicated on the complainant¿s concern over the product¿s dissimilar lot numbers and expiration date. This investigation confirmed that the presence of those labels was appropriate and that the expiration dates printed on them were correct. Therefore, there is no root cause to determine as there is no basis to the complaint.

Event description:
Medwatch report number: (B)(4). A facility reported that the outer package of the omnigraft dermal (dfu25251) has different lot number and expiration date than the inner package. Outer expiration: 2022-01-05; while inner expiration: 2023-06-30.